Event description:
It was reported to boston scientific corporation that a fully covered wallflex biliary stent was implanted in the stomach during a transgastric endosonography-guided pseudocyst drainage procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to drain pancreatic fluid due to cancer of the pancreas. During the procedure, the stent was deployed in the correct location without any issue. On (B)(6) 2014, under x-ray, the physician noted that the stent had migrated and was touching the back of the cystic wall which resulted in drainage failure. Therefore, the physician pulled the stent 2cm toward the stomach to adjust its location. In late (B)(6) (exact date unknown), the stent migrated into the intestinal tract. On (B)(6) 2014, the stent stopped moving in the middle of the jejunum and the ileum. In the physician¿s assessment, the migration could have been due to a reduction of the pseudocyst. The physician tried to retrieve the stent on (B)(6) 2014 using a single balloon small-bowel endoscope. However, 10cm away from the stent the intestinal tract was conglutinated and severely tortuous. As a result, the endoscope could not reach the stent and the physician was unable to retrieve the stent. Surgery to remove the stent and a portion of the intestinal tract occurred on (B)(6) 2014 and the stent was removed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date (B)(4) refers to the surgery performed to remove the stent. (B)(4) for the reported event of stent migrated. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.